Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/21/2016 with the following findings: a review of the black box indicated a call service 078 alarm had occurred. The issue was duplicated during investigation; the pump emitted a call service 078 during the rewind step. The pump casing was opened, revealing a single component in the motor circuit was physically damaged. Unrelated to the original complaint, visual inspection revealed a crack at the u-groove and a hole through to the inside of the pump.